Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, all the keys were responding appropriately. The keypad was removed and there was no contamination found under the key contacts. The battery compartment was found to be cracked. Keypad is peeling up at ok key. All keys respond appropriately. Removed keypad cover; no contamination was found under the key contacts. Battery compartment is cracked above & below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the keypad was damaged prior to the up arrow, down arrow, and ok buttons becoming under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.